Event description:
During a thoracic procedure, the dissecting cannula hook was used and the tip broke off. The broken piece was not retrieved. The doctor replaced the instrument and completed the procedure. The doctor stated that he did not think the broken piece presented any danger to the pt at this time and he plans to retrieve the broken tip when he removes the pectus bars (to correct concavity) he placed inside the pt's chest in 2 yrs.

Manufacturer narrative:
According to the customer, this product was maintenance and reprocessed by on-site tech from surgical services inc./ telefax medical. Per ssi, they re-sheathed and possibly spot welded this subject instrument before. No product was returned to us for eval. Although it still bears the karl storz name, it is no longer a genuine karl storz product.